Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no complications were initially reported with the procedure. The patient was last seen in (B)(6) 2011 during a follow up examination. The patient presented with a urinary infection and some mild urgency. There was no evidence of erosion, stress urinary incontinence, or pain. The patient did not attend a scheduled follow up visit on (B)(6) 2012. All other information is unknown and unavailable.